Manufacturer narrative:
G4:11jan2021; b4:25jan2021. The service engineer (se) inspected the device and replaced the central processing unit (cpu), power management board; however, the issue continued. The se reported that after replacing the alarm speaker, the issue was addressed. The unit was checked overall, tested, cleaned, functionally tested, and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:26jan2021. B4:26jan2021. G3: user facility submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported that the ventilator's secondary alarm was not working, and the unit needs the central processing unit (cpu) replace. There was no patient involvement.